Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional, on behalf of a customer, reported receiving a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Caller did not specify any symptoms but reported the customer was taken to a hospital on (B)(6) 2018 where he was treated with glucose. Customer was released from the hospital and did not receive any medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional, on behalf of a customer, reported receiving a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Caller did not specify any symptoms but reported the customer was taken to a hospital on (B)(6) 2018 where he was treated with glucose. Customer was released from the hospital and did not receive any medications. There was no report of death or permanent impairment associated with this event.